Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. The tip, balloon, markerbands, proximal weld, inner shaft outer shaft and hypotube were microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube and a pinhole in the balloon material located at the distal end of the proximal markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified coronary artery. After pre-dilation with a 2.50mmx12mm emerge balloon catheter, the stent was advanced for treatment; however it failed to cross the lesion. The lesion was again dilated with the 2.50mmx12mm emerge balloon catheter however the emerge balloon catheter failed to cross the lesion. The device was unable to rewrap smoothly. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good. However, returned device analysis revealed balloon pinhole.